Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies exhibited episodes of oversensing with pacing inhibition and delivery of an inappropriate shock on the ventricular electrogram.